Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 686 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Four days before the index procedure, the clinical status assessment indicated that the patient's qualifying condition was stable angina (braunwald class ib) and the patient was referred for cardiac catheterization. The index procedure treated a 2.75x25mm, 60% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of an express2 3.0x32mm bare metal stent, reducing the stenosis to 0%, the patient was discharged 5 days later on aspirin and plavix. At 686 days after the implant procedure, the patient was admitted with chest pain and shortness of breath following a recent abnormal myoview stress test suggesting the presence of an apical aneurysm. Cardiac catheterization revealed: 60% in-stent restenosis of the mid rca, which was treated with a 3.0x13mm cypher stent, reducing the stenosis to 0%; 90% stenosis of the distal rca, which was treated with a 3.0x33mm cypher stent, reducing the stenosis to 0%. The core lab qca report notes the mid rca had 65.34% stenosis in projection 1. Patient was discharged the next day after the procedure. In the opinion of the physician, the relationship of the tvr to the express stent or the index procedure or the prior comorbid condition was all possibly.